Event description:
Customer reportedly obtained results of 112mg/dl, 80mg/dl, and 167mg/dl on the advantage sys within 10 mins. Customer drank soda in response to the results, however, no adverse event reported. Requested return of suspect sys and replacement was sent.